Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 17.6 smartphone hardware: iphone12.5 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that an abscess formed at the infusion site (arm) after wearing the pod longer than 48 hours. The patient's blood glucose (bg) level reached 400 mg/dl during the event. The patient removed the pod and self treated the high bg levels, but did not specify how. The patient reported they found one of their animal's hairs in the pod's adhesive that they believe led to the abscess/infection on the arm. The patient saw their doctor and the abscess was drained and the patient was prescribed cefdinir to treat the infected area. The pod has been discarded.